Event description:
It was reported the patient felt pain at the internal neurostimulator (ins) site. The patient felt the ins was aggravating the area of her back where she has cages on her spine. The patient was also in pain for three days immediately following the ins implant. She went to 3 different ER's before the 4th ER diagnosed that it was related to the transvaginal mesh from previous bladder repair that the patient had prior to ins implant. The patient stated, but was unsure that, the mesh touched the urethra. The mesh was removed. The patient was not sure if anything changed the ins or lead. The felt pain at the ins site causing her back pain due to the placement of the ins. She cannot sleep on her back and even her side is tough. The patient stated she had been spending so much time sleeping and she is really worn out. She was finally able to only need to take one nap a day. The patient was managing pain via pain medication and hoped to make it a couple of months before considering revision surgery. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3889-28 lot# v948945 serial# implanted: (B)(6) 2012 explanted:; product typ lead product ID 3037 lot# serial# (B)(4) implanted: explanted:; product typ programmer. (B)(4).